Event description:
It was reported that the patient presented to the clinic for follow-up, upon interrogation the pulse generator exhibited noise reversions. The patient sometimes experienced dizziness. The device was reprogrammed and the patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.